Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise oversensed, leading to inappropriate shock therapy. Reprogramming efforts were performed and the signal was observed normal. It was noted that the patient gained a bit of weight. At this time, this s-ICD system remains in service and no additional adverse effects were reported.